Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. PMA/510k: additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured and had to be removed from tooth site 31.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating of the implant's exterior, as well as fracturing of the implant's collar as reported. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.